Manufacturer narrative:
Com-(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be no communication ¿ gap in logs.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss on smart phone only.